Manufacturer narrative:
Concomitant medical products: product ID 5568-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a plausible fracture may have occurred. Information provided by the explanting physician indicated the lead was capped and replaced due to a system upgrade. No patient complications have been reported as a result of this event.